Manufacturer narrative:
Visual inspection performed by r&d manager: no visible defect can be seen on the implant. The root cause for the screw backout is the fracture of the bone, that may be caused by weak skeletal quality.

Manufacturer narrative:
Batch review performed on 10 october 2023: lot 2221122: (B)(4) items manufactured and released on 07-mar-2022. Expiration date: 2027-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Mysolution analysis: our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
During final tightening with the rod at s1 right side (myspine case), the pedicle screw mobilized after the fracture of the patient bone. Another pedicle screw has been implanted with a different trajectory and the surgery was completed successfully. It has been reported that the patient bone was weak.